Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had episodes of ventricular noise that caused charging. In all cases the charging was aborted and the patient did not receive any inappropriate therapy. The farfield channel looked normal and the noise was seen on the sense amp channel. The lead was capped and replaced during generator change out. No further information was available.

Event description:
It was reported that the patient had episodes of ventricular noise due to oversensing which caused device charging. The lead was capped and replaced during generator change out. No further information.